Manufacturer narrative:
The customer reported problem was unknown/not provided. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1143616 for dim u4 display segments. Ca-2018-0161- iui damages. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/28/2012 to the present date 10/15/2020 and note that this device has been returned for service I time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8100 pump module has an unknown/ not provided issue. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was unknown/not provided. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1143616 for dim display segments. (B)(4) damages. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/28/2012 to the present date 10/15/2020 and note that this device has been returned for service I time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8100 pump module has an unknown/ not provided issue. There was no patient involvement.